Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an improper shutdown. It was stated, "was giving care; pump beeped and pump blanked out. Registered nurse (rn) was in the room to hear the beep. Unsure if it alarmed continuously or just one beep. Beep was not a normal occlusion alert. Message on machine stated "improper shut down." The event occurred during patient use (medication, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.